Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
Additional information was provided regarding this complaint: the stockert generator was set to 70 watts; programmed for 120 seconds rf. The user did not recall any impedance or temperature rise. The generator did not reach cut-off limits or cut off during the procedure. (B)(4). It was reported that during a right sided atrial flutter procedure the catheter had a bad magnetic sensor issue. Changing the cables did not resolve the issue. Somehow the user managed to complete the procedure with the same device. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter, it was noted by bwi lab that the catheter had some char on it. This condition was not reported by the customer. The presence of char on the catheter was indicative of a reportable event. As the catheter was returned for bad magnetic sensor issue, the catheter was tested for eeprom and calibration functionality. The catheter passed the eeprom test but failed the calibration test. The catheter was then dissected and was determined that the root cause of the magnetic sensor issue was an internal failure of the pc board. Regarding the char condition found during visual inspection, the catheter was tested for electrical test however it failed since electrodes # 1 and 2 had leakage. The catheter passed temperature and generator tests. Further examination shows that the electrodes #1 and 2 were in short circuit along their respective lead wires. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verified that the device was manufactured in accordance with documented specification and procedures. The reported magnetic issue was confirmed. In addition, char and electrical leakage were found in the device. These conditions were not reported by the customer and it remains unknown the origin of them.

Event description:
It was reported that during a right sided atrial flutter procedure the catheter had a bad magnetic sensor issue. Changing the cables did not resolve the issue. Somehow the user managed to complete the procedure with the same device. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted by bwi lab that the catheter had some char on it. This condition was not reported by the customer. The presence of char on the catheter is indicative of a reportable event, thus marking (B)(6) 2012, as the alert date for this report.